Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to concerns over an infection. The physician also expressed concern over possible premature battery depletion for the s-ICD. No new system was implanted at that time. No additional adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.